Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functionality testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the failure to convert. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There was no device malfunction contributing to the failure to convert the patient's arrhythmia.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of four shocks. The patient was reportedly at the hospital at the time of the event. The patient reported that he was not alert or oriented to press the response buttons. Further details surrounding the treatment event were not reported. The patient's rhythm at the time of the four shocks was ventricular tachycardia (vt) at 180 bpm. The post-shock rhythm for all four treatments was vt at 180 bpm. The response buttons were pressed after the last treatment shock was delivered. The response buttons functioned appropriately. Following the treatment, the patient remained in the hospital and was set to receive an ICD. There is no indication of any device malfunction causing or contributing to the failure to convert event. There is no allegation of any serious injury as a result of the failure to convert event. The patient survived the treatment event.